Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during dwell 3 of 4. Troubleshooting did not determine a cause for the alarm. Technical service representative (tsr) explained alarm and had the caregiver (cg) close clamps then cycle the power to clear both se 2240 and se 2367. The tsr advised to discard supplies and either starts over with new supplies or finish manuals. The alarm was cleared. The hp will start over with new supplies. The samples are unavailable for evaluation. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted if additional relevant information is received.